Event description:
Five to seven weeks post injection, the injection sites developed painful edema and necrotizing granulomas requiring repeated surgical drainage, oral antibiotics and corticosteroids and hyaluronidase injections. Dose or amount: 1cc, frequency: 1, route: intradermal subcutaneous. Dates of use: 2009. Diagnosis or reason for use: improved cosmesis.